Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the error was confirmed in the logs but not replicated. Error 32098 was reported by axes controller, motor (acm) and followed by 32100 ac hardware current/voltage monitoring error. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where all relevant testing was passed within specification. The acm printed circuit assembly (pca) was inspected and no faults could be identified the complaint was confirmed based on the failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted colorectal surgical procedure, user informed the technical support engineer (tse) that a fault occurred on arm 4, identified as error 32098 related to the brushless motor controller, which was reported by the axes controller, motor (acm) in arm 4 universal surgical manipulator (usm). The user planned to proceed with the case using all four arms despite the fault. The procedure was converted to open surgery with no reported injury.